Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿unusual cause for an increase of the sensing integrity counter in a patient with inappropriate implantable cardioverter-defibrillator therapy¿. The european society of cardiology. (2007) 9, 275 ¿277. Doi:10.1093/europace/eum028. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications/product performance issues using an implantable defibrillation lead. The article reports one patient who experienced an inappropriate shock due to t-wave oversensing (twos) and oversensing noise with an increase in sensing integrity counter (sic). The lead was reprogrammed. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.